Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were no defects on the subject device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause could not be conclusively determined. However, based on the evaluation of the subject device and the similar cases in the past, the failure of the activation might be caused by the lower output value setting on the high-frequency generator. The bleeding might be caused by not enough cauterizing the tissue due to the lower output value setting. The instruction manual of the subject device warns; always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding or mucous membrane damage.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the doctor used the subject device with the electrosurgical unit (vio100) during a colonoscopic hot biopsy. Then there was bleeding from the patient. The doctor stopped bleeding by the clip. The doctor completed the procedure with the device. There was no other patient injury regarding this report. The doctor felt that the fd-5u-1 was dull.